Manufacturer narrative:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging death. No other clinical information or medical interventions were reported. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, there were no contamination of dust found in the device. The device was scrapped. Based on the information available at this time of investigation, it has been determined that there is no evidence of foam particles or that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action (2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time - (B)(4) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging death. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.